Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer required assistance to treat an elevated blood glucose (bg) level that read "high" on the cgm, cause of elevated bg was unknown. The customer's wife assisted with giving a correction insulin injection. Customer also delivered a bolus via the pump to address the elevated bg.